Event description:
The customer reported the ventilator went vent inop and alarmed during transport of a pt. The customer reported there was no pt harm. Vent inop, when in use will stop providing ventilatory support to the pt. The respironics svc tech confirmed the customer reported problem. The svc tech reported when ac power was removed, the ventilator attempted multiple restarts then alarmed vent inop. The svc tech replaced the external battery to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na